Manufacturer narrative:
Medwatch report (1820334-2017-03908) was initially created as the customer stated the cxi support catheter tip had come off. As the customer reported that this event had occurred on separate occasions, this medwatch report (1820334-2017-04001) was generated to document the additional occurrences of the event. It was later clarified by the customer on (B)(6) 2017 that additional occurrences of this event did not occur, and were erroneously reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that the cxi support catheter (4.0 fr gauge) tip came off when attempting to load the catheter on a 0.35 inch diameter wire guide. The physician switched to a 0.18 inch diameter wire guide system, and utilized a cxi-2.6-18-90-ang (2.6 fr gauge) catheter instead. Additional information regarding patient outcome has been requested, but is not available at this time.